Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that we received images from a surgeon following a discussion regarding the device recall with an engineer. A left tibial revision occurred. The devices reported were logic components and trapezoidal tibial trays. Based on the slide images provided, it seems that this patient had some revision activity of their left knee prior to seeing the surgeon. The revision components are not exactech.

Manufacturer narrative:
H6: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision cannot be conclusively determined, reason not reported.